Event description:
It was reported that the detachable needle broke off the bd integra¿ syringe into the patient's leg. The patient went to the ER, where an x-ray was performed and the broken needle was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reports that the 3ml x 25g needle broke off into his leg twice for which he had to go to the ER." "Stated, when the needle broke off into his injection site on friday, he went to the ER. Stated, the needle was located on the xray and removed from the injection site."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the detachable needle broke off the bd integra¿ syringe into the patient's leg. The patient went to the ER, where an x-ray was performed and the broken needle was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reports that the 3ml x 25g needle broke off into his leg twice for which he had to go to the ER." "Stated, when the needle broke off into his injection site on friday, he went to the ER. Stated, the needle was located on the xray and removed from the injection site."